Manufacturer narrative:
Supplemental submitted to include gtin.

Event description:
This report summarizes 9 malfunction events, where it was reported the brakes would not hold. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were evaluated in the field and the issue was confirmed; 5 units had broken/damaged components, 1 had a worn component, and 1 had a misaligned component. The devices were repaired and returned. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported the brakes would not hold. There was no patient involvement.